Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received six appropriate treatments and an inappropriate treatment. The device was started up at 18:03:01 on (B)(6) 2024. At 23:54:35, an arrhythmia was detected. ECG shows sinus rhythm @ 60 bpm with nsvt/pvc transitioning to vt @ 290 bpm. At 23:55:13, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 280 bpm. At 23:55:47, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 23:56:14, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 290 bpm. At 23:56:48, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 285 bpm. At 23:57:12, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vt @ 280 bpm. Post shock rhythm was vt @ 230 bpm degrading to vf/fine vf. At 00:25:25 on (B)(6) 2024, an arrhythmia was detected. ECG shows fine vf. At 00:27:20, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was fine vf. Post shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 00:27:44, the patient received the inappropriate treatment. Oversensing of cardiac activity and motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with intermittent cardiac activity. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with intermittent cardiac activity, motion artifact and low amplitude cardiac signal. The device was shut down at 02:21:47 on (B)(6) 2024.